Manufacturer narrative:
H3: analysis summary: upon testing the generator, no/insufficient bipolar energy was issue not confirmed. It was found that the unit passed all initial tests/bipolar power was in a passing ranges. Not able to duplicate issue in lab. H6: codes b01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a generator. It was reported that during procedure, there was no or insufficient bipolar energy identified with the generator. There was no reported impact on patient. 2025-oct-29 e1 (rep): additional information was received. It was reported that the surgeon would activate the device (by pressing the cut or coag button) but it would not deactivate when her finger came off the button. The device was still activated even though she was not pressing the button at all. It would remain until she grounded it on the patient or other object. The problem occurred intra-operatively during breast surgery (mastectomy) and there was no impact to patient. Issue caused minor delays of less than an hour.